Event description:
The complainant reported a patient noted as high risk percutaneous coronary insertion was implanted with an impella cp device for mechanical circulatory support. The pump flow was low and had suction issues. Imaging showed the pump was not out towards the apex and the inlet was possibly obstructed. The impella was explanted, rinsed in dextrose 5% in water, and implanted again. After the procedure, impella was left in position to give patient some rest. However, due to the patient¿s small body habitus, the distal leg perfusion was minimal. As a result, impella was successfully weaned and explanted. Patient condition was stable after the procedure.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.